Manufacturer narrative:
Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip came off. The customer¿s blood glucose level was 155 mg/dl at the time of incident. Customer states that previously had to glue the reservoir lip back on and the pump clip rails. The insulin pump will be returned for analysis.